Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no output signal from the high-definition serial digital interface port and no image, no output signal from any port, a faulty printed circuit board, interface board failure, yellow discoloration on the lock connector of the power supply and damage to the lock connector of the power supply. There was no patient involvement.